Event description:
It was reported the patient went to the hospital due to hearing a patient alert. An interrogation of the device showed the device reached elective replacement indicator (eri) and premature battery depletion was suspected because the device lasted only four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.